Event description:
It was reported that the physician was post dilating a stent in the right common iliac vein, with a pta balloon. The procedure was successful, however, when he retracted the balloon, there was pinhole rupture noticed by the contrast leak. The physician does use an inflation device, brand unknown. There was no injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample returned was evaluated and the visual examination of the returned catheter indicated that the catheter shaft had no kinking. There was approximately 24" of fiber extending from the balloon. The circumferential fiber had been removed from the distal tip into the balloon barrel approximately 3cm. The fiber covering had been pushed backwards towards the proximal end of the balloon, and it couldn't be determined if all the circumferential fibers were present. To locate the pinhole, the balloon was cleaned and the outer fibers were removed from the balloon. The balloon was inflated and a pinhole was located approximately 12mm into the barrel from the proximal marker. This appeared to have been caused by some outside source. Visual and functional analysis were performed on the returned unit. It appeared that the outer layer of the balloon had been probed and somewhat picked apart after being removed from the introducer. No manufacturing defects were noted that were related to the balloon rupture. The complaint is confirmed. The probable root cause for this rupture and unraveling of the fibers is associated with the use of the balloon with the stent. However, the definitive root cause is unknown. The IFU (instructions for use) for this product states: atlas pta balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This catheter is not for use in coronary arteries. The indication for use for this product does not include dilatation of stents. The atlas pta balloon dilatation catheter was never tested for use in the dilatation of stents. The current IFU states: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended.